Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 32 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the entire length of the stent. The proximal end and mid-section of the stent were bunched and stretched. The distal end of the stent was damaged and misaligned. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks noted which were not mentioned in the complaint event most likely occurred as a result of unintentional use error during post procedure handling or re-packaging of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-dec-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed, a 32 x 3.00 promus premier stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.